Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 7.9 mmol/l. The customer stated that she wore the device in her bra and because of perspiration, the device may have been exposed to moisture. Alarm could not be cleared. Advised return of the insulin pump for analysis. Nothing further reported.